Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, the lead's helix was noted to be extended immediately after opening the lead's box. The physician refused to use the lead. Patient status was unknown.

Manufacturer narrative:
Correction: data for d6a and d6b should not have been entered, as this was an initial implant procedure.

Manufacturer narrative:
The reported event of ¿helix was out in the box¿ was confirmed. As received, the lead was returned in its original packaging box. Visual and x-ray inspections found the helix was partially extended inside the sterile packaging tray, and the helix extension was measured to be out of the required specifications.